Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact.